Manufacturer narrative:
H.6. Investigation summary: DHR: the non-conformances were reviewed for this batch, and there was no record of any non-conformances associated with this issue. The photos received were reviewed and confirmed barrel luer tip flash. The root cause may be related to moulding pin wear and inspection and detection methodology inadequacy on the moulding machine. As per the conclusion above, the inspection and detection activities shall be reviewed to determine adequacy. CAPA: 733763 has been raised to track corrective and preventive actions associated with this complaint. H3 other text : see section h.10.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had foreign matter on it. This occurred on 5 occasions during use. The following information was provided by the initial reporter: issue: a number of silver chain sites reported that a miniscule piece of plastic had been found at the tip of some of the sterile syringes and one of their clinical managers advised that it looks like a drop of fluid is on palpating a small piece of plastic, that will rub off as you touch it a few times.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had foreign matter on it. This occurred on 5 occasions during use. The following information was provided by the initial reporter: issue: a number of silver chain sites reported that a minuscule piece of plastic had been found at the tip of some of the sterile syringes and one of their clinical managers advised that it looks like a drop of fluid is on palpating a small piece of plastic, that will rub off as you touch it a few times.